Event description:
It was reported that the dilator of the zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system was difficult to advance. The patient was undergoing a reintervention procedure to treat a large type 1b endoleak. A cook representative was present for the case. There was significant tortuosity of the patient's vessels. Additionally, a little calcification was present in the vessels containing the grafts. A vascular closure device was used pre-access. The access vessels/external iliac were estimated to be 8.5 to 9 mm in diameter. A zenith flex with spiral-z technology aaa endovascular graft iliac leg was inspected prior to use to ensure no damage had occurred. The sheath was activated per instructions for use (IFU). The right external iliac and the competitor¿s graft placed in the right common iliac limb were accessed. However, during the insertion of the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system, the ¿nose cone¿ or dilator was unable to track to the existing competitor¿s bifurcated endograft. No part of the procedure performed off-label or out of the patient selection criteria. The device IFU was followed. The device was unable to implanted. Other devices used in the procedure were described as "just diagnostic pieces that mostly would not track either." The patient was heparinized for the duration of procedure. A conduit was not used during the procedure. A cook super stiff lunderquist wire guide was used during the procedure. The procedure was aborted. The physician thinks the issue was caused by a combination of patient anatomy and the competitor¿s excluding limb. No adverse events were reported. It is unknown if subsequent treatment will be required. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 08jan2026. No additional procedures were performed as the case was aborted after the limb did not track/deliver. The patient was reported to be stable at the end of the procedure.

Manufacturer narrative:
Correction: d10 concomitant products, h6 (annex f). Investigation ¿ evaluation. It was reported that the dilator of the zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system was difficult to advance. The patient was undergoing a reintervention procedure to treat a large type 1b endoleak. A cook representative was present for the case. There was significant tortuosity of the patient's vessels. Additionally, a little calcification was present in the vessels containing the grafts. A vascular closure device was used pre-access. The access vessels/external iliac were estimated to be 8.5 to 9 mm in diameter. A zenith flex with spiral-z technology aaa endovascular graft iliac leg was inspected prior to use to ensure no damage had occurred. The sheath was activated per instructions for use (IFU). The right external iliac and the competitor¿s graft placed in the right common iliac limb were accessed. However, during the insertion of the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg delivery system, the ¿nose cone¿ or dilator was unable to track to the existing competitor¿s bifurcated endograft. No part of the procedure performed off-label or out of the patient selection criteria. The device IFU was followed. The device was unable to implanted. Other devices used in the procedure were described as "just diagnostic pieces that mostly would not track either." The patient was heparinized for the duration of procedure. A conduit was not used during the procedure. A cook super stiff lunderquist wire guide was used during the procedure. The procedure was aborted. The physician thinks the issue was caused by a combination of patient anatomy and the competitor¿s excluding limb. Additional information was provided on 08jan2026. No additional procedures were performed as the case was aborted after the limb did not track/deliver. The patient was reported to be stable at the end of the procedure. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a still photo provided was reviewed by an expert. The image reviewer noted, ¿more photos from more angles would be helpful in determining how tortuous, but even from this single perspective I agree that the iliac vessel does look tortuous as stated in the report. I notice that the pdf report mentions, ¿no part of the procedure performed off-label¿¿ so I need to point out that even though we are aware of the need and as-needed use of our grafts to treat a type b endoleak in a secondary repair of a previously placed competitor graft, zsle is indicated for use with the in combination with zenith devices, not competitor devices. The tortuous iliac anatomy seems to be more directly relevant to the tracking issue. Our flex tips are a more stiff material than our alpha abdominal tip or competitor tip materials.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that appropriate inspections are in place relative to the reported device failure. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.5 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Maintain wire guide position during delivery system insertion. 10.2 inspection prior to use: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. Evidence provided upon review of the DHR, device failure analysis, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices in house or in the field. Based on the information provided, an expert review of an image provided, and the results of this investigation, a definitive cause for the failure could not be established. It is possible that the patient¿s anatomy may have contributed to this incident. The customer reported the patient had a tortuosity anatomy. In addition, the image reviewer noted, ¿I agree that the iliac vessel does look tortuous as stated in the report. The tortuous iliac anatomy seems to be more directly relevant to the tracking issue.¿ per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.